Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, blocked, jammed and was moving heavily on the battery reamer/drill device. It was further determined that the trigger was hooked and the bore had narrowed. It was further determined that the device failed pretest for check power with test stand, min. 190 to 250 w, check the triggers and ecu (electronic control unit), change 10 times from forward to reverse at full speed check the off/ forward reverse mode, trigger test and check the cannulation. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed.